Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was shut off on tuesday because it wasn't working. The patient had been dealing with the doctor and the manufacturing representative (rep). Patient didn't want to go through the post implant care communicator 2 talking points. They said they didn't feel comfortable touching the device. Patient said they would call back when the doctor figures out what was going on and they felt comfortable. They said the therapy was shut off tuesday and they were having problems with it and they didn't want to touch it until the doctor figures it out.